Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, fentanyl and dilaudid at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's pump ran out of medication and she went through "pretty bad withdrawals." She noted the reason it ran out was "her fault." It was noted the issue had been resolved. No further complications were reported.